Event description:
A report was received that patient was experiencing pain at the pocket site. It was also reported that the actual placement of the battery was bothering the patient. The patient underwent a pocket revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.